Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012; dtba1q1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device interrogation there was suspected abnormal impedance. Reprogramming was performed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported no issue with lead impedance but that the intrathoracic impedance was not reflective of the patient symptoms and a new reference point was obtained. The cardiac resynchronization therapy defibrillator (crt-d) remains in use.